Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify absence of occlusion alarm due to blank display.

Event description:
The customer reported via phone call that they had insulin delivery issue and insulin pump did not notify with no delivery alert. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.